Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump displayed as system advisory during use with a patient. The notification included a base task debilitated, system advisory, battery communication timeout; power update and a system failure depleted battery. The medication that was being infused was vasopressin and the patient was a cardiac patient. There were no adverse events reported.